Manufacturer narrative:
Become aware date updated to 27jul2021.

Manufacturer narrative:
Become aware date updated to 27jul2021.

Event description:
It has been reported that the device will not power up.